Manufacturer narrative:
Eval summary - the rasp may have fractured due to high, repeated forces, especially if they were not in line with the axis of the rasp tip. The exact cause cannot be determined with certainty. Eval - as returned, a portion of the starter rasp has fractured off the device. The cutting edges appear to be worn and strike marks are present on the handle. The starter rasp has a potential field age of approximately 8.5 years. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the tip of the rasp broke off while the surgeon was rasping the humerous. The tip of the rasp was retrieved without incident.